Event description:
The user facility reported a 52-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella device failed to advance beyond the de-air screen during patient support. The aic (automated impella controller) was swapped as a result of the noted issue and support continued with the implanted pump. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer, an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) issue has been completed. Data logs were reviewed which confirmed the reported complaint. There were multiple instances of the console repeatedly detecting a purge cassette insertion and then removal in quick succession. The frequency of the detected purge cassette insertion and removal events did not match the expected behavior during realistic use; it is not possible to insert and then remove the purge cassette as quickly as the console was detecting these events. Each instance of a purge cassette insertion or removal event corresponded to upwards of hundreds of imc-ahp errors triggered by issues reading the data from the rfid sensor. The aic was returned for evaluation. The reported complaint, an issue with purge fluid priming, was found to be caused by the console exhibiting unreliable detection of the rfid tag in the purge cassette. The issue was reproduced. The most likely cause was determined to be either an incorrect placement of the console¿s rfid sensor, or an electrical issue on the pud causing incorrect communication with the rfid sensor. F6/f8 should have been left blank in the initial report. H6 med dev prod code 2898 changed to 2880.